Manufacturer narrative:
A review of the device history record (DHR) could not be carried out as no lot number was identified in the complaint report. On review of the photograph of the reported product provided by our customer, we can confirm that the vacuum breaker has indeed disconnected from the catheter. The most likely root cause of this is a lack of bonding agent used during the attachment of the catheter to the vacuum breaker, during the manufacturing process. This product is assembled on a machine which applies the bonding agent, to assemble the catheter to the vacuum breaker. In order to prevent this customer report from re-occurring, a problem solving initiative was completed, with the following corrective action put in place: a more robust cannula (i.e. Needle) was put in place on the machine to align the catheter centrally, in order to allow the catheter to be presented to the vacuum breaker uniformly. This uniform alignment allows even distribution of the bonding agent around the circumference of the outer catheter/ inner lumen of the vacuum breaker, ensuring a secure bond. This secure bond prevents disconnection of the catheter from the vacuum breaker. In addition to the above, a camera system will be put in place on this machine. This camera system will recognize the presence of bonding agent and also assess the quantity of bonding agent applied during the assembly process. Finally, a quality alert has been initiated to communicate this customer concern to all personnel associated with the manufacturing of this product. Based on the above no further action is required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 09/21/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a suction catheter. The customer reports a patient who is ventilated uses the gentle flow suction catheters. Today at 1300 when performing a suction using one of the suction catheters, midway through a suction, it came apart releasing the mucus back into the lungs. There was no harm to the patient.

Manufacturer narrative:
The product was originally reported as unknown.